Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735799; lot/serial #: unknown. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. They tested the transfer of images. All tests passed. The removed option to use wireless. They suspect wireless was intermittent. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having problems pulling images. No additional information available. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information received: the problem was not with the router. It was caused by the inability to access wifi points due to signal issues at the site. The field service engineer have disabled this feature and the site only uses ethernet connection.